Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit lost ac power during a case, the unit alarmed when it switched to battery indicating the battery was low and then, in less than a minute, the unit shut down. The patient was switched to manual ventilation to complete the case. There was no report of patient injury.